Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Follow up reported the lead was not implanted initially. The implant procedure was completed (B)(6) 2013. The patient was doing well from surgery. It was unknown if the patient¿s system had been programmed yet.

Event description:
It was reported that a ¿stage 1 complication¿ occurred during a surgical procedure. It was noted that the patient was implanted with the right lead without any issues. It was further noted that the left lead was not implanted due to a hemorrhage when the guide tube was inserted into the brain. It was noted that ¿this bleed caused no deficit to the patient. ¿it was noted that this was a ¿benign hemorrhage in the left brain.¿ it was noted that the health care professional (hcp) stopped the procedure at that point and the lead was never introduced into the left brain. It was noted that the patient had a known clotting disorder. It was further noted that the patient was doing well and the implantable neurostimulator (ins) would be implanted later in the month.